Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there were two tubes with a stain in the bottom, inside the gel. No patient impact reported. The following information was provided by the initial reporter: "the customer reports two tubes with a stain in the bottom, inside the gel."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: (B)(6) 2023. H.6. Investigation summary: bd received 1 sample and 2 photos for investigation. The photos were reviewed and showed the bottom the tube is brown. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was not observed, however it is noted that the bottom of the tube is burnt indicating a molding defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there were two tubes with a stain in the bottom, inside the gel. No patient impact reported. The following information was provided by the initial reporter: "the customer reports two tubes with a stain in the bottom, inside the gel."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.